Event description:
On (B)(6) 2012 the reporter contacted animas alleging that on (B)(6) 2012 the patient was taken to the emergency room (ER) with blood glucose (bg) over 600mg/dl and nausea and vomiting. The reporter did not specify what treatment was provided at the ER, but noted that the patient's bg came down to 300mg/dl and the patient was discharged the same day. The reporter noted that the site was last changed on (B)(6) 2012. Customer technical support (cts) advised the reporter the bg excursion could be due to a site issue, and instructed the reporter that the site should be changed with two consecutive bg readings over 250mg/dl or with one bg reading over 400mg/dl. The reporter did not have the pump on hand to complete troubleshooting. Cts made several attempts to contact the reporter for follow-up and to complete troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while using insulin pump therapy and the pump could not be ruled out as a cause or contributor to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data ranged from (B)(6) 2015; the black box data and histories for the time of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.